Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of herpes simplex, deemed not related to the injections, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ in ck2 and juvederm® volift® xc in lower lips. Three days later, patient developed herpes infection in the lips, deemed not related to the injections. About five to seven days later, patient developed an inflammatory infiltrate in the lower lip area. Patient was treated with high-dose valtrex along with prednisolone. The infiltrate and herpes sore improved considerably and disappeared completely after 5-7 days later. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00266 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿.